Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the g5 mobile application shuts off unexpectedly. No additional patient or event information is available. Data was provided for evaluation. The reported unexpected g5 mobile application shut-off could not confirmed via data. The root cause could not be determined.